Event description:
Customer reported an alarm 2 followed by alarm 26 and experienced multiple occlusion events earlier in the day. There was no reported adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and then resumed insulin. Despite experiencing frequent occlusion issues, cts advised the customer to contact them for support during such events, and the clinical field team was involved for further assistance. The healthcare provider suspects the pump is problematic and has requested a replacement.